Manufacturer narrative:
Device evaluation summary: analysis of the returned devices did not reveal any characteristics that could explain the reported aaa expansion. The patient anatomy and pre-implant films were not available, post-implant films were not provided for endoleak assessment, the in-vivo configuration of the stent graft could not be assessed, and the majority of the aui was not returned for analysis. It is possible that the source of the aaa expansion was from a section of stent graft that was not returned, or perhaps may have been caused by a type v endoleak (endotension). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The event was first discovered on a post index CT.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Exact date of event is unknown. Other relevant device(s) are: etlw1613c93ee sn (B)(4), expiration date: 2016-10-06, UDI # (B)(4), etlw1616c93ee sn (B)(4), expiration date: 2016-10-09, UDI # (B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A post index procedure CT revealed there was no endoleak and the diameter of the abdominal aortic aneurysm was stable. An additional post index CT revealed the abdominal aortic aneurysm grew 2 cm in diameter. No proximal type I endoleak, distal type I endoleak, type ii endoleak, or infection was observed. It was reported that the stent graft system was explanted as the result of an ongoing unidentified endoleak. The physician assumed that it was a type iii fabric endoleak problem. Although the device that had the issue was unknown, the physician suspected that it was the endurant ii aorto-uni-iliac stent graft. The patient was converted to an open repair with a aortobifemoral graft. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.